Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg lioresal (baclofen) at 777mcg. The reason for use was not reported. It was reported that there was a motor stall on (B)(6) 2019. There were no external factors that may have led or contributed to the issue. Actions that were taken to resolve the issue included the pump being replaced. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. The returned pump was interrogated and as per the logs, baclofen with concentration 2000.0 mcg/ml was being administered at a dose rate of 774.5 mcg/day. If information is provided in the future, a supplemental report will be issued.